Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery for a long intramedullary femoral nail for hip fracture, a sharp awl was used to try and gain entry into the femoral canal so that a guide wire could be passed. During this attempt, the awl became stuck and fractured within the femur. An osteotome of the greater trochanter was required to remove the broken piece. The patient was noted to have extremely hard bone. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed as the product was returned. Visual examination of the returned product identified signs of use and wear and tear. The blue portion of the handle has tears/rips. The shaft of the awl has gouges/tool marks in several areas, including where the fracture site is, and is also bent. The shaft has fractured, and not all pieces have been returned. There is also some discoloration on the shaft near the distal end of the awl. Measured one product identifier of the print, which was conforming to the print specification. A review of the complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.